Manufacturer narrative:
Internal complaint reference (B)(4). H6: failure code updated.

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. An analysis of the customer provided image found the device's identification information. The customer provided video found the control unit display, showing flow fluctuations. The root cause of the reported event could not be determined. Factors that could have contributed to the failure include a defective transducer or crimped inflow tubing. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a knee arthroscopy, the dyonics 25 presented flow variations during its use, resulting in higher pressure than intended. The failure device did not cause neither extravasation nor intravasation. The procedure was completed without delay using the same device but by manual way. No further complications were reported.